Event description:
Reported blood glucose results of "176 mg/dl, 186 mg/dl, 325 mg/dl and 133 mg/dl" with the lifescan meter, performed within 10 mins of each other. The control solution was replaced.